Event description:
The initial reporter complained of high results for an unspecified number of patient samples tested for sodium (na) on a cobas 6000 c501 module. Discrepant results were provided for 4 patient samples. Patient 1 initial result was 271 mmol/l. The repeat result was 142 mmol/l. Patient 2 initial result was 231 mmol/l. The repeat result was 143 mmol/l. Patient 3 initial result was 155 mmol/l. The repeat result was 142 mmol/l. Patient 4 initial result was 133 mmol/l. The repeat result was 282 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) observed liquid dropping into the cuvettes due to damaged rinse vacuum tubing. The fse replaced the tubing and performed calibration and qc. Afterward, the customer had no further issues. The investigation determined the event was due to the damaged rinse tubing identified by the fse.